Event description:
A tube stand support broke which allowed the x-ray tube and collimator to descend onto the table. There was no damage to the equipment other than the support. There were no user, operator or pt injuries. Note: this was a shipboard installation and there was a delay in receiving info.